Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent his second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed with no incident. There was no issue noted with the device. During the procedure, a bacteriological sampling was also performed. During the post-thermoplasty hospitalization the patient presented with two episodes of exacerbated asthma on the night of (B)(6) 2014 into (B)(6) 2014. The patient experienced another episode of exacerbated asthma the morning of (B)(6) requiring a prolonged hospital stay until (B)(6) 2014. The episodes of asthma were considered " moderate to severe". The exacerbated asthma resolved with symptomatic treatments. The patient also experienced severe right intercostal pain caused by coughing. It was reported that this pain is most likely secondary to preexisting rib fractures. During hospitalization treatment included the introduction of an acupan syringe pump. It was reported that the patient is currently being treated with the following medications; solupred20: 5.0.0. For 2 days then 4.0.0. Gaviscon : 1 sachet in the morning, noon and evening. Ixprim: 1.1.1. Zithromax 250: 1.0.0. Xanax0 25: 0.0.1 insomnia. Duphalac :1 sachet in the morning, noon and evening constipation. Primperan10 mg: 1.1.1 nausea. Innovair upon request. Skenan lp 30mg: 1.1.1 for 28 years. Actiskenan 10mg; 1 cp every 6 h if persistence of pain for 28 days.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent his second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed with no incident. There was no issue noted with the device. During the procedure, a bacteriological sampling was also performed. During the post-thermoplasty hospitalization the patient presented with two episodes of exacerbated asthma on the night of (B)(6) 2014. The patient experienced another episode of exacerbated asthma the morning of (B)(6) requiring a prolonged hospital stay until (B)(6) 2014. The episodes of asthma were considered " moderate to severe." The exacerbated asthma resolved with symptomatic treatments. The patient also experienced severe right intercostal pain caused by coughing. It was reported that this pain is most likely secondary to preexisting rib fractures. During hospitalization treatment included the introduction of an acupan syringe pump. It was reported that the patient is currently being treated with the following medications; solupred20: 5.0.0. For 2 days then 4.0.0. Gaviscon : 1 sachet in the morning, noon and evening. Ixprim: 1.1.1. Zithromax 250: 1.0.0. Xanax0 25: 0.0.1 insomnia. Duphalac :1 sachet in the morning, noon and evening constipation. Primperan10 mg: 1.1.1 nausea. Innovair upon request. Skenan lp 30mg: 1.1.1 for 28 years. Actiskenan 10mg; 1 cp every 6 h if persistence of pain for 28 days.

Manufacturer narrative:
(B)(4). The reported lot number ¿1598924¿ could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.